Manufacturer narrative:
The reported issue is most probably linked to the low pacing impedance. As soon as the final result is known, it will be shared.

Event description:
Reportedly, from previous follow-up in dec-2024, longevity was 3-5 years, although a pacemaker was implanted 3 years ago. The mode was set dddr, 2.5v/3.5ms, 100% v pacing. Longevity was changed to 5-7 years when the polarity was changed to unipolar. Is it premature battery depletion or an effect of low lead impedance?

Manufacturer narrative:
The review of provided data highlighted the increase of the residual longevity because of the decrease of the atrial pacing percentage and the slightly higher ventricular impedance: on (B)(6) 2024, the average of atrial pacing is 70%, the ventricular impedance is 240 ohms and the residual longevity is 5-7 years. On (B)(6) 2024, the average of atrial pacing is 56%, the ventricular impedance is 224 ohms and the residual longevity is 3-5 years. On (B)(6) 2025, the average of atrial pacing is 33%, the ventricular impedance is 306 ohms and the residual longevity is 5-7 years. The increase of the residual longevity is due to the decrease of the atrial pacing percentage and the slightly higher ventricular impedance. The change of the ventricular polarity does not impact the residual longevity. Based on the provided data, the rrt is in march 2030. No premature battery depletion is suspected on the subject device. No malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, from previous follow-up on (B)(6) 2024, longevity was 3-5 years, although a pacemaker was implanted 3 years ago. The mode was set dddr, 2.5v/3.5ms, 100% v pacing. Longevity was changed to 5-7 years when the polarity was changed to unipolar. Is it premature battery depletion or an effect of low lead impedance?